Event description:
In 2002 an orthodontist had four enamel fracture occurrences on debonding damon brackets. This occurrence, one of four in 4 months in 2002, involved an enamel fracture, approximately the same size as the bracket pad, of the lower first bicuspid that went through to the dentin. During the debonding procedure the dr stated they used the unitek ceramic bracket debonding tool instead of the recommended unitek loop debonder.